Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that tacrolimus was infusing through low sorb primary tubing for about 6 hours. The rn disconnected the line temporarily to draw blood cultures. Upon reconnection to the extension set the spindle collar of the primary tubing cracked and the line was immediately open from the patient so no leak occurred. There was no patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a cracked male luer was confirmed. Visual inspection the received set observed that the male luer spin collar was cracked. The scratches and stress marks found around the cracks gave indication that there may have been a clamp or tool involved in torquing the luer. Functional testing was not performed as the male luer spin collar was received damaged. Dimensional testing was performed; the male luer tip was within the required specification. The root cause of the crack was not identified, but evidence points to a clamp or tool being used to remove the collar, resulting in a crack.